Event description:
A facility reported that healthcare workers (hcws) noted a smell emitting from their sterrad 100nx unit when the door was opened after a completed cycle. An asp field service engineer (fse) was dispatched to the customer site to assess the unit. The customer was instructed to perform a test and balance to verify that there are ten air exchanges in the room. When the customer load finished they did not smell anything abnormal. This report is for the first of two hcws who reported symptoms related to the smell. The first hcw was treated by her primary care physician (pcp) for respiratory congestion, sinus congestion and loss of voice which lasted for a few days. The pcp diagnosed her as also having hyperthyroidism and vitamin d deficiency. It is unknown at this time if the hyperthyroidism and vitamin d deficiency are independent events unrelated to the reported odor and smell. The hcw stated that her symptoms were relieved after taking the prescribed antibiotic; however, her symptoms returned. The healthcare worker has not missed work due to the issue. On (B)(6) 2012, the hcw continues to have respiratory congestion and loss of voice.

Manufacturer narrative:
An asp fse went to the customer site to assess the unit. The unit was in use and no haze or smoke was observed by the fse upon arrival at the facility. The facility did not mention any smoke and the fse reported "normal smells." The fse changed the oil mist filter and catalytic converter as a proactive measure to prevent the future risk of oil mist due to a saturated filter. The fse has returned parts for investigation. A supplemental medwatch report will be submitted when the investigation is completed. This is one of two 3500a reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2012-00002 and 2084725-2012-00003.

Manufacturer narrative:
Device available for evaluation: date corrected to 9/13/2012. Manufacturer date: october 26, 2012. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. DHR (device history review) was reviewed and no issues regarding the failure mode were noted. The service history for this unit for the past 6 months (june 2011 through december 2011). The unit has observed one additional issue for odor/smell in october 2011. Trending analysis for "hr- other" and "hru - respiratory reaction" issues associated to the sterrad 100nx for july 2011 - july 2012 found no significant trends. Trending of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable the hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm documented or reported in clinical practice, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 100nx system. (2) a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 100nx system. The customer stated that the room gets 10 air exchanges per hour. The fse replaced the catalytic converter as slight amount of oil was observed. The oil mist filter was changed as a proactive measure to prevent future risk of oil mist due to a saturated filter. The parts were returned and tested. Results showed that both parts seemed normal and had no evidence of any defect. The issue has been resolved at the customer's facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
Additional information confirmed that the healthcare worker has recovered from the reported exposure.